Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt complained of left shoulder and arm pain. X-rays showed that the lead had migrated from t8-9 to approx c3-4 and is left lateral. The pt was being referred to the healthcare professional (hcp) for a revision. It was noted that when the stimulator was implanted, the lead placement was thoracic (t8-9) to cover low back, bi-lateral leg pain. The hcp did not anchor the lead. Additional info has been requested, a follow-up report will be sent if additional info becomes available.